Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous, severely calcified lesion in the 1st diagonal. Stenosis was 90%. A radial approach was used. There were no issues when removing the device from the hoop. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered in the non-medtronic guide catheter when advancing the device. A non-medtronic penetration catheter was then used to deliver the stent. The resolute integrity was removed and checked. It is reported that stent dislodgement occurred. The stent was not found in the guide catheter. The dislodged stent was found hooked on the sheath tip in the left brachial region, and was caught by a snare. The stent was then retracted into the sheath and retrieved successfully by removing the sheath altogether. No patient injury is reported. A femoral approach was then used. Another stent was successfully implanted.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. A kink was evident along the distal shaft, 8.9cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: review of the procedural images provided confirm the presence of a severely calcified stenotic lesion in the 1st diagonal artery. It was reported that the patient had unstable angina pectoris. It was reported that the lesion was pre-dilated. Difficulties were encountered while advancing the device in the catheter and penetration catheter was used to deliver the stent. It was reported that the dislodgement of the stent occurred. There does appear to be a dislodged stent in the left brachial region, captured by a snare and retrieved. Deployment of the replacement stent and the final resolution of the stenosis can be confirmed from the images provided. Although no images of the stent dislodgement were provided. The stenotic target lesion in the developed 1st diagonal artery can be confirmed on the images provided. Severely calcified nature of the proximal lad and calcified bifurcation of the lad/diagonal artery can be confirmed from the images provided. The possibility exist that severe calcification of coronary lesion stated above prevented the advancing of the delivery system. Consequently, the kinking of the distal shaft occurred and caused dislodgement of the stent from the delivery system but there are no images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.